Manufacturer narrative:
The device is not returned. The event is not a device malfunction, but a user reprocessing of the device issue. An evaluation is performed based on communication. Additional information received from customer. This supplemental report is being submitted to provide this information. Due diligence was executed for this event. Customer is using their washer for reprocessing the device. Customer confirmed there was no related event, harm, or infection to any patient for this event. Since the lot number is not known, the manufacture date and device historical records are not available. Since the customer is using the oer-pro to reprocess the device, it is inferred that the customer staff is not sufficiently trained. The instructions for use (IFU) includes the following statements: endoscope IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ maj-891 instruction show compatible reprocessing method in chapter 6 compatible reprocessing methods and chemical agents compatible.

Manufacturer narrative:
Upon further investigation by the legal manufacturer, the maj-891 is validated for reprocessing in the oer-pro. As such, this is not a reportable event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information is not yet available for this event. The customer called the technical assistance center (tac) as the facility had received a letter regarding the reprocessing of the device. The facility reprocesses the device with the oer-pro olympus automated endoscope reprocessor. The tac specialist informed the customer that there is no validation for reprocessing the device in the oer-pro and that the device has to be manually reprocessed. The instructions for use for the device were emailed to the customer. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the facility reprocesses the device with the oer-pro olympus automated endoscope reprocessor. There is no reported harm to any patient.